Manufacturer narrative:
It was stated that as patient is instable it is not clear whether hospital will be able to change controller. It was further stated that the patient remains hospitalized. No additional information available. The controller, con301314, was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the controller log files covering the reported event are not available for analysis; analysis could not be performed as the device was not returned. Root cause analysis could not be performed as the device was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not on support anymore, all components have been scrapped and not available for further inspection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the perfusionist that the patient experienced a loud critical alarm from his controller and then became unconscious. It was stated that the patient was taken to hospital and the log files were send in today. It was stated that unfortunately the data was corrupted and it was not possible to download the full set of data, even when using a different monitor. It was further stated by the site that they would not be providing any patient demographics. No additional information available.